Event description:
It was reported the nurse discovered a crack in the microintroducer when inserting it into the patient on (B)(6) 2024 and replaced the microintroducer. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.